Manufacturer narrative:
Updated data: h2 h3 h6. Image review: media files were provided for review of the event description above. Patient¿s executive summary was not provided for anatomical review. Fluoroscopic valve load inspection was not provided for review thus it is not possible to validate a good load. The valve was deployed and released very fast, and during deployment, significant under expansion and a suspected infold was visible. Per medtronic best practices, if a valve is under-expanded: remove system, perform pre-dilatation, and implant new valve with new delivery system. Furthermore, the infold is characterized by an inward fold or crease in the valve, extending from the inflow. Infolding could occur due a misloaded valve, anatomical characteristics such as calcium, and recaptures. According to medtronic best practices, if an infold is identified, the valve should be recaptured, removed from the body, and discarded. New sterile components must be used. In this case, the suspected infold was more evident after full release of the valve, and a post implantation dilation was performed during which the valve dislodged aortic. Subsequently, the dislodged valve was snared, and a second valve was implanted. The second valve appeared to be under expanded which warranted a post implant dilation. Post dilation, the second valve appeared to be well expanded. In this case, it is not possible to rule out that possible misload might have contributed to the under expansion and/or the possible infold. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID d-evolutfx-2329 (lot: 0012544073); product type: 0195-heart valves; product ID l-evolutfx-2329 (lot: 0012519887); product type: 0195-heart valves; implant date ; explant date product ID evfxplus-29 (j349651); product type: 0195-heart valves; implant date (B)(6) 2025; medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a transcatheter heart valve procedure the valve was loaded successfully. Prior to deployment, a pre-dilation was performed with a 20 mm balloon. The valve was initially deployed approximately 3mm below the annulus but was constrained by the native anatomy, resulting in a mean gradient of 36mmhg. Cardiac pacing was performed over the guidewire. During testing of the pacing equipment, a high systolic pressure of 70mmhg was noted. A post-dilation with a 22mm non-medtronic balloon was performed. As the balloon was inflated,  moved upwards into the sinus of valsalva, dislodging the valve into a supra-annular position. A snare was used to reposition the valve higher in the ascending aorta, ensuring it did not interfere with the coronary or aortic arch arteries. A second valve was prepared and deployed deeper, with the frame appearing constrained however more expanded than the first valve. The systolic pressure was still high at approximately 70mmhg. Medication was used to lower the blood pressure to approximately 60mmhg. A post-dilation was performed twice with a 22 mm non-medtronic balloon and the valve expanded. The pressure gradient was measured invasively, and was noted to be 0mmhg.

Manufacturer narrative:
Updated data: h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.